Manufacturer narrative:
Device evaluation: opening posterior, yellow particles in the surface of the shell, and underweight. A microscopic analysis was performed which identify a broken striated in the anterior/posterior side. Based on the device analysis the final assessment is: a striated broken in the posterior side assessed as surgical damage. A striated broken in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.